Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient was diagnosed with peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The patient recovered.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed, and no issues were detected during the manufacturing of lots gd892224, gd892372 and gd891903.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.